Event description:
The lesion was pre-dilated and the device had been inspected before use with no issues noted. Physician was attempting to implant one resolute integrity drug-eluting stent to a very calcified lesion in the rca but it was hard to cross and the stent became (¿beat up¿) deformed. Resistance was noted while advancing the device to the lesion and excessive force was used. The physician used another resolute integrity stent (3.00mm x 26mm) to complete the procedure.

Manufacturer narrative:
Evaluation codes: results -failure to follow instructions- (excessive force used when advancing the device to the lesion) inherent risk of procedure ¿ (stent deformation) patient¿s condition affected effectiveness of device (lesion morphology) ¿ very calcified lesion. No results available since no evaluation performed - device or procedural images not provided for review none ¿ device not returned for evaluation codes, conclusions: failure to follow instructions- (excessive force used when advancing the device to the lesion) device failure related to patient condition (lesion morphology) ¿ very calcified lesion. Known inherent risk of procedure ¿ (stent deformation) unknown - unable to confirm complaint - (device or procedural images not provided for review) device not returned ¿ device not returned for evaluation. (B)(4).